Manufacturer narrative:
Related medwatch report: 3004193489-2015-00101. The meter and test strips will be returned for evaluation. Test strip lot # 1020214204, expiration date: 07/01/2016, control solution lot # none. Per label copy/insert: unexpected results. High or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact any change in the treatment of your diabetes should be novamax test strip insert - quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed. During the call to customer support, it was revealed that the consumer did not perform a control solution test for integrity before use their initial test strips as instructed in our directions for use. While on the phone, a control solution could not be performed because the consumer did not have any control solution.

Event description:
Consumer's grandson called in to report the second incident on (B)(6) 2015 where the emts were called for his grandmother. According to the caller, he was not there at the time of this 2nd incident and is only able to provide the results pulled from the consumer's meter history. According to the caller, the consumer performed a fasting blood glucose test getting a result of 264 mg/dl at 06:12am. At 11:44am the consumer performed another getting a result of 266 mg/dl. The caller stated, the consumer ate lunch went to sleep. She woke up "disoriented" and the uncle called 911 for medical intervention. The consumer was transported to the hospital and was treated and released. 2 of 2 .